Manufacturer narrative:
Merge technical support worked with the site for troubleshooting. The video cable was swapped out and the problem persisted. Another cable was used and the problem persisted. Remote access found no issues. A remote support tech visited the site the next morning and found that the "s" button had been pressed that changed the screen to dvi mode. Tech support changed it back to d-sub. It was confirmed that the system worked correctly once the change was made.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that problems were experienced with the nibp (non-invasive blood pressure) feature and the hemo client pc display became non-functioning during a procedure. Subsequently, the patient was moved to another lab after sedation and active monitoring had been started. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the patient was moved to another lab. (B)(4).